Manufacturer narrative:
(B)(4). The g5 mobile system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/21/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the upper buttocks on (B)(6) 2017. Patient's father reported that on (B)(6) 2017, they had to replace the patient's sensor with another from the same box. The new sensor had a very erratic start and was replaced the same day, at around 3:30pm. About 2 hours after the patient's evening meal, the cgm was showing 7.4mmol/l and was gradually decreasing. The patient had received a little insulin for her supper. Around 10 minutes later, the cgm dropped suddenly to about 5 mmol/l and was rapidly decreasing. Patient's father could not remember the exact value. At that time, the patient did not look right so a fingerstick measurement was performed and the patient was at 2.9mmol/l. The patient was then treated by her parents for hypoglycemia with 10 grams of fast acting carbohydrates in the form of gluco gel. The patient's blood glucose came up to the normal range quickly and the patient was fine. Additionally, patient's father stated that later that night, the cgm was calibrated at around 11:00pm and at 11:45 the patient's father noticed the patient's bg was going up suddenly. A fingerstick measurement was taken again and showed that the patient was at 9.9mmol/l. The cgm was reading 12.3mmol/l. At the time of contact, the patient was doing fine. No additional event or patient information is available. Data was returned for evaluation. The reported event of inaccurate cgm values was confirmed. A root cause could not be determined.